Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer tested 3 times in a row around 11:45 a.m. The customer tested initially at 11:47 a.m. And the result was 3.1 inr. The customer tested at 11:49 a.m. Using a different finger and the result was 2.4 inr. The customer tested again at 11:51 a.m. Using the same finger that was used for the first test and the result was 2.3 inr. The customer reported the result of 2.3 inr to her doctor. No adjustments were made to the customer¿s warfarin dose. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer does not have anemia or polycythemia. The customer is not on heparin or other anti-coagulants and does not have antiphospholipid antibodies. The customer returned the meter and test strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr. Donor #2 inr: 3.2 inr. Donor #1 hct: 49%. Donor #2 hct: 42%. Donor #1: master lot: 2.7 inr . Donor #1: customer strip and meter: 2.7 inr. Donor #2: master lot: 3.2 inr. Donor #2: customer strip and meter: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer¿s medications are currently known to interfere with the accuracy of test results. Relevant retention test strips (lot 207426-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. A specific root cause was not identified for this event.